Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the reported event and was informed that the wire tip of the two electrodes broke after five minutes of use, and while the electrosurgical unit was being activated. The electrosurgical unit was reportedly set at 300 cut and 140 coag. The biomed at the user facility reported that there was no device fragment that had fallen inside the pt. The procedure was completed using a different but similar electrode. There was no pt injury reported. The user facility indicated that they will be returning both of the electrodes to olympus for evaluation. Two (B)(4) electrodes were received for evaluation. The evaluation confirmed a small portion of the cutting loop wire missing from the distal end of both electrodes. There is evidence of charring on the cutting loop wire near the fracture point. The exact cause of the user's experience could not be conclusively determined at this time. The electrodes were forwarded to the original equipment manufacturer (OEM) for additional evaluation. This report will be supplemented if significant additional info is received at a later date. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic transurethral resection of prostate (turp) the wire tip of two electrodes broke. The procedure was completed using a different electrode (model unk). There was no pt injury reported.